Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek and thermoform sticking.

Event description:
Healthcare professional reported, implant had adhered to the containers packaging. And was observed, to have some rippling. The device was not implanted.